Manufacturer narrative:
The dentist refused to provide information about the patient's age and weight.

Event description:
On september 10, 2025, nakanishi became aware of a handpiece overheating through a complaint input into the complaint database by a distributor (nsk america). Details are as follows: the event occurred on august 25, 2025. The dentist was performing a crown preparation procedure on a patient using the z95l handpiece (serial no: (B)(6). During the procedure, the handpiece overheated, and the patient received a thermal burn injury to their lower lip. The dentist has had a follow-up with the patient, and the patient is believed to have healed normally without need for additional medical treatment for the injury.

Manufacturer narrative:
Nakanishi received information from the distributor (nsk america) that the handpiece was serviced by the distributor (nsk america) and returned to the user. Therefore, further inspection of the handpiece involved in the adverse event for cause by nakanishi is no longer possible. Due to the device not being returned from the distributor, nakanishi examined the device history record (DHR) for the subject z95l device [serial no. (B)(6)]. As a result of the examination, the DHR indicated that no problems occurred during manufacturing and testing of the subject device.